Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred with the lead repeatedly attempted to be affixed but was unsuccessful. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.